Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during use, an optiport was connected to the y adapter but the one side was loose and easy to come off. Another optiport was used without problem. No patient harm reported.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). One carlens adaptor was received with the optiport sleeves attached and two elbow/cap assemblies with 8.0mm connector. Visual examination of the returned units showed no sign of any damage. The sleeves were removed from the carlens adaptor and reassembled on the optipmt elbows. A tensile test was carried out on both assemblies to verify the force required to remove the optipott sleeve from the optiport elbow assemblies. The force required to remove the sleeve from the optiport elbow assembly was above the required minimum specification. The inner diameter (ID) of the sleeve and the ouer diameter (od) of the female adaptor were also measured and meet the blueprint specification. The reported defect of a loose adapter could not be confirmed on the returned sample.